Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two days of the implant procedure, the patient presented with bradycardia. The right ventricular (rv) lead exhibited loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.